Event description:
The petition received by covidien lp stated that the petitioner sustained personal injuries in an automobile accident in 2007. At about 3 days later, the petitioner underwent a surgical procedure at st. Charles parish hospital to remove a mass beneath his right presymphysial area. The doctor used a forcetriad. The petition alleges that during the procedure the forcetriad device caused a spark which ignited an oxygen flame, causing first degree burns to the petitioner's face. The petitioner sustained injuries to his mouth, nose , lips, teeth, and gums.

Manufacturer narrative:
Based on the nature of the initial report, we do not expect the generator to be returned for investigation, or, to receive further information concerning the details of the incident.